Manufacturer narrative:
Four (4) 139104ext ultraclean electrode 1" blade with extended insulation were returned for evaluation of "scratch on package/label." When visually inspecting samples 1, 2 and 4, holes were found on the poly side of the pouch located on the exposed end of the blade. This finding indicates the breach in sterility was caused by stress on the blade, therefore this complaint is confirmed. Visual inspection of sample 3 found that the pouch had a stress mark on the poly side of the device, however dye leak testing confirmed that there was not a breach in sterility. These devices were manufactured on 12-july-2016. A review of the device history record for this lot found no related discrepancies during the manufacturing process and no non-conformances regarding the product's identity, quality, safety, effectiveness or performance that could have caused or contributed to this reported incident. Of the lot containing (B)(4) units there has only been this one (1) complaint for this event description. A 2-year review of product family history revealed 5 complaints involving 13 devices for tears, rips, or holes in packaging. During this same 2-year time frame over (B)(4) devices were sold worldwide making the occurrence rate for this failure mode (B)(4). The reported packaging anomaly was obvious to the distributor, prompting return of the device for evaluation and replacement. This failure mode has been addressed in the risk documents. To date, there have been no long term adverse effects from any of these reported incidents however, an investigation has been initiated to prevent further occurrences. As with all medical devices, examination of packaging occurs multiple times prior to use (shipping/receiving, distribution, storage and prior to use). In addition, good clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. If the product and its packaging have been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Event description:
As reported by the distributor in (B)(6), four (4) 139104ext ultraclean electrode 1" blade with extended insulation were discovered to have a "scratch on package/label." There was no patient involvement in this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user. This report is being filed based on the potential for injury with recurrence.